Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy is consistent with acute metabolic decompensation requiring medical management. Review of available information identified that the user reported leaving the ilet on the charger and remaining disconnected from therapy prior to the event. The user was unable to recall additional details regarding the circumstances leading to the hospitalization, including glucose values, meals, or duration of hyperglycemia. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to interruption of insulin therapy while the user remained disconnected from the ilet during charging. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.